Event description:
Information received by medtronic indicated that the following event occurred after the 9th cryoablation (which was an ablation in the ripv). After the thaw process and when the balloon deflated, the cryoconsole showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The catheter was removed and a crack was seen on the outer balloon. No adverse event occurred.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files confirm system notice message 50005 "leak detection" for the date of case. Smart chip verification indicated the catheter was used for 8 injections. Visual inspection of the catheter showed traces of blood inside the inner balloon; the outer balloon was intact with no apparent issues. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 2.90 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.